Event description:
It was mentioned that faradrive steerable sheath clear was selected for unknown procedure. It was mentioned that air was noted at the shaft part of the sheath once left pulmonary vein (lpv), right pulmonary vein (rpv) and postmap was completed. No leak was noted. Suction was increased then usual due to ongoing occurrence of the air. However, suction was performed after lpv, rpv, and postmap, the procedure was completed successfully without any replacement of the device. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was mentioned that faradrive steerable sheath clear was selected for unknown procedure. It was mentioned that air was noted at the shaft part of the sheath once left pulmonary vein (lpv), right pulmonary vein (rpv) and postmap was completed. No leak was noted. Suction was increased then usual due to ongoing occurrence of the air. However, suction was performed after lpv, rpv, and postmap, the procedure was completed successfully without any replacement of the device. No patient complication were reported.

Manufacturer narrative:
D9 device avail for eval, returned to manufacture date - updated. H3 device eval by MFR: analysis of the returned sheath revealed no defects or abnormalities that could have contributed to the associated allegation. Leak performance testing showed no signs of air ingress or visible leakage; therefore, the root cause of the complaint could not be confirmed. Inspection revealed a kink towards the distal tip of the shaft. This defect was not mentioned in the complaint summary and is unlikely to have contributed to the reported allegation, indicating it occurred during transport or storage.